Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported by the patient that they need to "replace the leads and device because the leads are rubbing". Patient also stated they were "feeling fine and the physician never mentioned any issues after their last check but sent them for an x-ray and after looking at it said the leads are rubbing and need to be replaced". Follow-up was unable to yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.